Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the surgery, a driver (which is selected because obturator was difficult to insert) was broken. The driver came in contact with the patient. Retaining screw driver t25 was used instead of broken driver. No fragment of the broken instrument remained inside the patient. The surgery was extended less than 15 min as a result of the event. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. Image analysis: submitted picture appears to show tip fracture consistent with torsional shear.